Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: four static images were provided for review. The first valve appeared to be at an appropriate depth at 80% deployment. The valve dislodged for unknown reasons and a second valve was successfully implanted. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). In this case, the valve was post dilated using a 23 mm non-medtronic (zmed) balloon which resolved the gradient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic (edwards magna) surgical valve, as the valve was released, the valve dislodged to the descending aorta. A second transcatheter valve was implanted. After the implant of the second valve, hemodynamics were measured. It was reported that the "gradient was still in place". The valve was post dilated using a 23 mm non-medtronic (zmed) balloon. The final result after the balloon aortic valvuloplasty (bav) was not aortic insufficiency and no residual gradient. No additional adverse patient effects were reported. Additional information was received that following the second valve, the gradient was 20 mmhg prior to the balloon aortic valvuloplasty (bav).